Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not fire on the second firing. When the device was removed from the patient and the jaws opened, the white reload fell out of the device. The surgeon tested the stapler and reload after this happened and it fired correctly. Procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m55l07. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent and the pan it was noted that there was damage on the cartridge pan surface. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was installed without any difficulties and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.